Event description:
It was reported that the device battery voltage was lower than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead, implanted (B)(6) 2008. (B)(4).